Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated the screen fades and goes blank. Blood glucose level at the time of the incident was 305 mg/dl. During troubleshooting, the customer was able to get the display to return. Self-test was performed and passed. Before the end of the conversation the display anomaly happened again. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.